Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's device is palpitating. An x-ray assessment from the physician was included, stating that they are suspecting that the patient's lead may be fractured. The physician noted although no high impedance was observed, they are still suspecting that the lead may be fractured. After livanova's review of the images the generator appears to be placed superficially on the chest, suggesting the generator may have migrated; no anomalies that would indicate a device malfunction were identified. Note that the presence of lead microfractures cannot be ruled out. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Update was received that the generator was replaced. No other relevant information has been received to date.